Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
Per ms&s, it was reported that the patient had a hickman single lumen catheter for nine years. It was stated that the catheter had a hole and the nurse inquired about a repair kit. Ms&s sent the hickman/broviac/leonard catheter brochure and the hickman/broviac/leonard catheter nursing manual to the nurse for the repair. No patient injury was reported.